Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon, the string was short. She was able to remove the pledget with the short string however she scratched herself while doing so. She consulted with her doctor over the phone and no exams or treatments were needed. She reported that by the next day the issue with the scratch was resolved.